Event description:
It was reported to nova biomedical that a consumer rec'd a result of 305 mg/dl on their blood glucose meter at 4:00 pm. The consumer administered an unk amount of insulin based on the reading. At 8:00 pm the consumer tested again getting a result of 315 mg/dl and again administered an unk amount of insulin. The consumer experienced a hypoglycemic event which did not require any medical intervention. The consumer's friend gave her peanut butter, honey and milk to help raise the blood sugar level. At 11:15 pm, the consumer tested again getting a result of 42 mg/dl. It was found during the phone call, the consumer used test strips from a vial which she left the lid off, which is against our directions for use and may have affected the integrity of the test strips. The difference in the readings was determined to be clinically significant. The test strips in question will be returned for eval.

Manufacturer narrative:
Nova biomedical awaits the return of the device for eval. Should any significant findings be a result of that investigation, a f/u report will be filed.